Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with needle retraction failure resulting in a dirty needle stick injury. Employee punctured right index finger. There was ¿medical attention¿ and employee is making use of prophylactic drugs for 6 months.

Event description:
It was reported with the use of the bd saf-t-intima IV catheter safety system there was an issue with needle retraction failure resulting in a dirty needle stick injury. Employee punctured right index finger. There was ¿medical attention¿ and employee is making use of prophylatctic drugs for 6 months.

Manufacturer narrative:
In response to the event reported by your facility, a device history report was conducted for lot number 7349713. During our review, no abnormalities related to this event were found to have occurred during our monitoring of the manufacturing process. According to our records this lot of saf-t-intima was manufactured 01/08/2018, and this is the only instance of issue occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or visual inspections. Unfortunately, bd investigators were unable to identify the cause of the failure mode using the photograph alone, and a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.